Manufacturer narrative:
This report is submitted on april 30, 2021.

Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.